Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The presence of ketones (6.2) were also reported, as well as sugar in blood and urine and patient's potassium levels were a little "off". Pod was removed by doctor in the ER, and patient was told that cannula appeared to have never inserted in the site (hip/buttocks). The patient was treated with an insulin drip, saline and dextrose. The patient was released after spending 6 to 7 hours in the ER.